Event description:
This complaint was created due to the receipt of a medwatch report (B)(4) on 18jan22. The current complaint database has been researched for this event and there were no findings. The report was found to be written against and unknown device. Using the purchase history of the account the ias12-120lpi, airseal 12/120mm lpi port, was chosen to represent the device due to the description in the medwatch report and was being used during a flexible bronchoscopy that occurred on 20dec21. The report stated ¿the trocar broke inside the patient. All pieces obtained and removed from the patient's airseal access port and palm grip obturator with bladeless optical tip 12mm x 120mm. Noticed that 2.5 inches from the tip the trocar could not be removed because it had cracked, 3 pieces noted in total one 2.5 inches in length with on nickel sized piece cracked out and a smaller odd shaped piece of trocar. All pieces removed in an endo catch bag and put back together outside of body to ensure complete trocar. It was noticed that the posterior plastic assistant port was broken in half. The remaining portion was removed in an endo catch bag and these were inspected on the back table making sure that there was no remaining piece of the plastic port left in patient's body or the chest wall.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the procedure was completed with no report of delay. The patient was listed in stable status. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Received one ias12-120lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the distal end of the trocar is broken into multiple pieces. All pieces were accounted for. The manufacturing documents from the device history record have not been reviewed because the lot number of the device is not known. The lot history review was not conducted because the lot number of the device is not known. A two-year review of complaint history revealed there has been a total of 30 complaints, regarding 30 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (B)(4) on 18jan22. The current complaint database has been researched for this event and there were no findings. The report was found to be written against and unknown device. Using the purchase history of the account the ias12-120lpi, airseal 12/120mm lpi port, was chosen to represent the device due to the description in the medwatch report and was being used during a flexible bronchoscopy that occurred on (B)(6) 2021. The report stated ¿the trocar broke inside the patient. All pieces obtained and removed from the patient's airseal access port and palm grip obturator with bladeless optical tip 12mm x 120mm. Noticed that 2.5 inches from the tip the trocar could not be removed because it had cracked, 3 pieces noted in total one 2.5 inches in length with on nickel sized piece cracked out and a smaller odd shaped piece of trocar. All pieces removed in an endo catch bag and put back together outside of body to ensure complete trocar. It was noticed that the posterior plastic assistant port was broken in half. The remaining portion was removed in an endo catch bag and these were inspected on the back table making sure that there was no remaining piece of the plastic port left in patient's body or the chest wall.¿. There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the procedure was completed with no report of delay. The patient was listed in stable status. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.